Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation, and the customer's complaint was confirmed. The device's system board was replaced to address the issue.